Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a shock due to t ware oversensing. During follow up there was no t ware oversensing present. Reprogramming was performed and eventually the device was replaced. Patient was in good condition at the end of procedure.